Event description:
Customer's father called to report a pod that was worn for about 1 1/2 days and removed, due to elevated blood glucose levels (bg's). Bg's ranged between 91mg/dl - high. Upon removal of the pod, the cannula appeared "crimped," but the site was normal. Able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable tot confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink, and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.